Event description:
It was reported that during pre-surgery testing, it was observed that the electric pen drive device was not turning on. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not engage when power was applied. Therefore, the reported condition was confirmed. It was further observed that an unknown liquid and signs of corrosion were found internally. The assignable root cause was determined to be most likely due to improper cleaning at the customer site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.